Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported that a perforation occurred. A rotalink plus and a rotawire were selected for a patient percutaneous coronary intervention. During the procedure, a perforation occurred. No further complications were reported.